Event description:
(B)(4). Anxiety attacks, panic attacks, serious weight gain of (B)(6), cramping all the time, depression... I also have a nickle allergy and the device is made out of nickel so I have a rash on my hands all the time from it .. Which I was not informed of before hand.. Im going to have to have this thing removed and that means...for a device that was supposed to be non surgical...becoming a surgical procedure for lots..I cant take that risk .. Cant believe we were pretty much used as the guinea pugs for this so called... Device .. No you dont test on animals . You test on humans thanks bayer.